Event description:
Reportable based on analysis completed on 24-nov-2014. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the radial artery. The 80% stenosed, 16x2.25mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and moderately calcified first diagonal artery. After a 6f non-bsc guide catheter was introduced, a non-bsc guide wire was positioned towards the lesion. Predilation was performed with a 2.0x15mm balloon catheter resulting to 20% stenosis. Subsequently, a 2.50x20mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). (B)(4). The stent delivery system (sds) was returned for analysis. The device was received with the stent protector and product mandrel inserted. The bumper tip of the device showed no signs of damage. The stent was damaged and stretched from the middle of the stent to its proximal end. As a result of this damage, the stent was stretched over the proximal markerband; however, the stent was still in place at its distal end. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).